Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 7.6, 9.1, 6.0, 12.7 mmol/l meter to meter. Tests were done within 20 mins with a difference of 37%. Pt did not experience any adverse events. No further info has been reported.